Event description:
Pt reported the infusion device displayed an e7 electronic error following a battery change. The error message appeared several times and was unsolvable. It was also reported there was failure of the buttons on the infusion device. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.